Event description:
The customer contact reported that during testing at the user facility unrestricted flow was noted. The customer contact indicated that the door is "not closing." There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device had unrestricted flow. This was due to a broken door handle from a possible impact in the field. A calibrated set was used for testing per the device release specification.